Event description:
On 5/22/97 an erratic phenytoin result was reported, which was run on the axsym analyzer. An initial result of 6.47 mg/l was reported and questioned. The sample was rerun and a result of 24.4 mg/l was received. Medical intervention was not withheld or delayed based on the first reported result. No report of injury. The sample had been previously frozen and was run in the primary tube. Upon reinspection of the sample after the first run, the account noticed a bubble on top of the primary tube. The message history log had also revealed a probe crash on 5/15/97. According to the account, the sample probe was recalibrated but not removed and inspected for damage. The customer stated that the probe tip was missing teflon. Customer service instructed the account to change and replaced the sample probe.